Event description:
A customer reported to baxter corporate product surveillance a 500 ml viaflex container in which the seal was broken. The bag was filled with milrinone. According to the report, when the bag arrived at the hospital, the top seal on the viaflex bag was found to be separated. The contents of the bag had leaked out into the ziplock bag which was used to transport the filled viaflex container. The customer believes it may have come unglued due to the manufacturing process. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional testing was performed. During visual inspection, the seal of the bag was observed to be opened. The sample also failed a pressure test at 8 psi due to a leak from the open seal at the upper side of the bag. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The root cause was determined to be due to the supplied materials. The supplier has been notified. This issue is being investigated through CAPA. A review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.